Manufacturer narrative:
The reported event of an impedance anomaly could not be confirmed. Visual inspection of the device did not reveal any anomalies that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an unrelated procedure, an increase in the pacing impedance was observed. The device was explanted and replaced. When the new device was connected, a high impedance was still observed. It is unknown if the high impedance was due to the device or the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.